Event description:
It was reported that the patient is deceased. The cause of death is not confirmed but suspected to be due to pneumonia. The physician who the patient was seeing was a new doctor for her and he doesn&#39;t know much about the patient other than she was a challenging patient to manage. She was hospitalized due to pneumonia and started having uncontrolled seizures in the hospital. The physician stated that the vns did not cause the patient&#39;s pneumonia and the death is likely related to the pneumonia and not vns. He did state that the cause of the patient&#39;s increase in seizures was the pneumonia. The patient&#39;s obituary was found online and it listed the date of death as (B)(6) 2014.it was reported that the patient was buried and the device was not explanted prior to burial.

Event description:
It was reported that the patient was admitted to the hospital for pneumonia and began experiencing an increase in seizures. It was reported that the pneumonia was resolved, but the increase in seizures persisted. The patient is being transferred to another hospital for the seizures. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.